Event description:
It was reported that a full sales unit of product code ec60a was ordered and received. Once sales unit was opened, there was one ec60a device and two sc45a devices enclosed. Devices were not used.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that one sales unit box indicating it contained three ec60a devices was received for analysis. The sales unit was returned previously opened and three devices were inside of it. The sales unit label was for three devices of product code ec60a. The box was opened and two sc45a individual packages and one ec60a individual package were inside the sales unit box. The ec60a individual package was opened and it was confirmed to contain a ec60a device. Both sc45a individual packages were opened and each one contained an ec60a device. The batch record was reviewed and no anomalies were noted during the manufacturing process.